Event description:
The technician alleged that the siderail will not latch. No pt impact.

Manufacturer narrative:
The technician found the siderail mounting bracket is bent. The technician replaced the siderail mounting bracket to resolve the issue.